Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction (error message b30) was not confirmed. However, during the evaluation it was confirmed that no image was displayed. Based on the results of the investigation, a definitive root cause could not be determined for the error b30 event. However, it was likely that during device handling by the user, the charged coupled device unit was damaged, which led to the occurrence of no image being displayed. The event can be detected by following the instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china. The b30 error was reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus china, the reported phenomenon could have occurred due to an electrical signal line of the imaging component detached or been short-circuit.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error b30 (scope communication error) was displayed. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.